Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a vats procedure, surgeon was accessing lung tissue with psee45a device with gst reload. The surgeon advanced the stapler, which created a tear in the pulmonary artery. The surgeon commented that the distal end of the reload was sharp. The procedure converted to an open procedure. Patient is ok.